Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3) the turbo elite was returned for evaluation. Visual inspection found the tail tube outer jacket separated 1263 mm from the proximal coupler and multiple broken/charred fibers were observed. In the area of the separation, the tail tube appeared to be melted. H6) based on the device evaluation and investigation, the cause could not be established. The damage was confirmed; however, unable to determine if a kink/breach happened first, or if the heat of a broken fiber weakened the material causing it to separate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a moderate plaque lesion in the mid superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter was used to treat the patient. While lasing through the lesion, red laser light was emitting from the tail tube of the device and appeared to be separating. The turbo-elite was removed and a balloon was used to complete the procedure. No patient injury reported. This event is being reported for unintended radiation exposure, potential for harm.